Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 492 mg/dl and current blood glucose on meter was over 500 mg/dl. Customer stated that it is possible that the quick release was not connected properly and treated high blood glucose with syringe. Insulin pump will not be returned for analysis.